Manufacturer narrative:
One i3 unit model # cm1100 and one i3 accessories set were returned. The reported error was reproduced during analysis at initial bootup. The error 05 was attributed to the printed circuit board.

Manufacturer narrative:
The device is included in the error 5 advisory notice issued by abbott on 01 june 2018.

Event description:
It was reported that the patient electronic unit received an error 5 message, which indicates an issue related to temperature and barometric pressure. A replacement unit may resolve the issue.